Manufacturer narrative:
The device was received for investigation and the reported field event was confirmed. The device was interrogated and pacing and high voltage lead impedance measurements were found to be high. The device was cut open for further testing. The internal battery voltage supplies were examined. One of the supplies was found to be normal but the other supply had an unstable signal. The instability of the signal was caused by a c10 connection anomaly on the hybrid. Based on this finding, abbott is performing further investigation.

Event description:
It was reported that an alert appeared on the programmer screen indicating a disruption in the electrical circuit. The device was explanted and the patient was stable. Further information has been requested but not received.